Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional regarding a patient receiving intrathecal baclofen via an implanted infusion pump for intractable spasticity and cerebral palsy. The type of baclofen, concentration and dose were not reported. The pump was implanted on (B)(6) 2015 and explanted on (B)(6) 2015 due to infection of the baclofen pump system. A healthcare provider later reported that the patient's medical history included the following: cerebral palsy secondary to anoxic brain injury at 2 months of age, chronic respiratory insufficiency with tracheostomy noted, neuromuscular scoliosis, and spasticity. The patient had no known drug allergies (nkda). On (B)(6) 2015 erythema at the incision site was noted. A small defect in the dermis was noticed on (B)(6) 2015 with purulent discharge. Tests performed revealed increased erythrocyte sedimentation rate (esr) and a culture revealed no growth. The type of baclofen administered via the pump was lioresal. No further information was reported / available.

Manufacturer narrative:
Other applicable components of the system are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. On an unspecified date following pump implant, the patient developed an infection in the pump pocket; the symptoms were redness, swelling, and drainage and the pocket was inflamed and had pus. The infection was confirmed and the patient was treated with intravenous (IV) and oral antibiotics; the patient was given clindamycin. Total system explant was performed (previously reported as having occurred on (B)(6) 2015). Subsequently, the infection was resolved. The patient was doing well as of (B)(6) 2016. The pump was previously delivering compounded baclofen (previously reported as lioresal).

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis found no anomalies with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.